Event description:
A company representative reported that the l5 everest set screw migrated post-operatively. The patient was revised.

Manufacturer narrative:
Device lost at hospital sterilization department.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, and no adverse trends were observed. The reported issue of intra-operative screw back out was confirmed via x-ray review. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. An exact root cause cannot be established with the information available. Potential causes include: excess post-op activity level of patient, patient fall/ external trauma post initial surgery, under-torqued blocker during initial surgery, too much residual stress on rod from tightening/rotating/ bending, poor bone quality of patient, etc.

Event description:
A company representative reported that the l5 everest set screw migrated post-operatively. The patient was revised.